Event description:
The manufacturer rep from another country reported an incident with the refill kit being blocked. The refill kit was returned to the MFR for analysis. No pt adverse event was reported.

Manufacturer narrative:
Final device analysis results reveal - occluded refill kit component.